Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff would not hold air once inserted. No lubricant was used because the patient had excessive bloody secretions. Desaturation was recovered after reintubation.